Event description:
A technician reported a secondary energy too high error message. There was no pt impact. In a f/u with the technician, he indicated the surgeon was "feathering the pedal" and feels this is the cause for the error code. The system was reset and the procedure was completed the same day.

Manufacturer narrative:
A service visit has been performed and the investigation is still in progress, including root cause analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).